Manufacturer narrative:
Investigation/conclusion: the unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. The thermostat was replaced, and the unit was functioned within manufacturer's specifications. According to datex-ohmeda records, this unit has not been serviced within the recommended service interval. Datex-ohmeda recommends the tec 4 vaporizer be returned for routine maintenance and calibration every year, as stated in the tec 4 operation and maintenance manual.

Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported patient injury.